Manufacturer narrative:
It was reported that suture was missing after stent was deployed. According to attached picture, it was found that stent was deployed but suture was not confirmed. As a result of analysis of returned device, only delivery system was returned and stent was deployed to patient. There was no suture in delivery system too. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. Delivery system could be pressured due to pressure generated by patient's lesion. According to attached picture, it was confirmed severe curve on target lesion. It is possible to be suture detachment or, be moved suture inside of stent, not outside due to pressure, during the procedure. But it is difficult to check by attached picture. Also, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Since there was no problem at device history record, it does not seem that stent was manufactured without suture. It is considered that delivery system was pressured due to severe curve on lesion during the procedure and deployment was tried. In that situation, it is regarded that the suture was moved inside of stent, or suture was detached from stent. Since it was difficult to check suture's position, it caused complaint. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
It was reported that suture was missing after stent was deployed. There were no patient complications as a result of this event.